Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during patient use. The device was infusing the patient with iron in 100 milliliters nacl when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Event description:
The facility representative reported a colleague infusion pump which experienced an air in line alarm during biomedical service. Device evaluation confirmed the reported condition as a false air in line alarm. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an air in line alarm. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow up report will be submitted if additional information becomes available.